Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced an umbilical hernia. On an unknown date in 2015 the patient had surgery to repair an umbilical hernia should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. The hernia occurred prior to initiating automated peritoneal dialysis therapy, however the hernia worsened with peritoneal dialysis therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. On an unknown date in the same month this report was received, the patient underwent a hernia repair surgical procedure. On an unreported date in the same month this report was received, peritoneal dialysis therapy was stopped and the patient was placed on temporary hemodialysis therapy. The patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.